Event description:
This 49 y/o female underwent a bam in 1980 with placement of silicone gel breast implants, MFR unk. She now presents for removal of the implants due to pain and fear of joint disease. Gross exam: the right implant is intact. The left implant is obviously disrupted to the point a weight of the implant is not feasible.